Event description:
There was no prosthesis on the right side.

Event description:
Healthcare professional reported rupture. Device has been explanted and replaced. This relates to the right device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.